Manufacturer narrative:
Date rec'd from MFR: 21oct2019. The service technician calibrated the unit to solve the reported problem and confirmed no field service required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported unit cannot make setting changes. There was no patient or user harm reported.